Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, off no power, and motor position encoder error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. They did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no off no power alert noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, crack on display window, missing end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.